Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x38 synergy¿ drug-eluting stent was selected for use. However, while taking the device out from the package, it was noticed that the stent struts were damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged and pulled distally on the balloon. As a result the proximal edge of the stent was positioned 5mm distal to the proximal markerband. Stent strut after the third row from the proximal end was stretched/misaligned. The distal end of the stent was not damaged and had not moved. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed part of the balloon wall, indicating that a full crimp had been achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x38 synergy¿ drug-eluting stent was selected for use. However, while taking the device out from the package, it was noticed that the stent struts were damaged. No patient complications were reported.